Manufacturer narrative:
Additional information added to: a2,d4,d11,h4. After further review it was determined that the suspect device is concomitant. Please reference report # 2016493-2020-00292 for the failure investigation results.

Event description:
It was reported that milrinone 40mg/200ml programmed at 200mcg/ml was intended to infuse at a rate of "3" but free flowed into a patient who was post-op from a heart transplant after the tubing was removed from the pump module and the roller clamp was not closed. The free flow was not witnessed but determined to be a free flow event due to the bag being empty prematurely. The patient was hypotensive and required multiple interventions to support their blood pressure, including vasopressin and phenylephrine. This event occurred in the cardiac ICU, likely using the iicu 10-40k profile.

Manufacturer narrative:
Concomitant medical products: (2) 2204-0007, 200ml west-ward pharmaceuticals bag, batch no.: 1907043.1, exp: 06/2022, milrinone lactate in 5% dextrose injection, attached to male luer: two used non-bd sets. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that milrinone 200mcg/ml free flowed into a patient who just had a heart transplant. The free flow occurred after the tubing was removed from the pump module and the roller clamp was not closed. The free flow was not witnessed but determined to be a free flow event due to the bag being empty prematurely. The patient was hypotensive and required multiple interventions to support their blood pressure, including vasopressin and phenylephrine. This event occurred in the cardiac ICU, likely using the iicu 10-40k profile on the devices, and the medication had been set at a rate of "3".